Event description:
Report received of an overdelivery of dopamine due to a rate change from an undertermined cause. The pump was programmed to deliver at a rate of 7.5ml/hr. It was reported that the rn caring for the patient left the patient's bedside to retrieve an unspecified supply. While the attending rn was away from the patient's bedside, the pump gave an air in line alarm. An rn not directly involved with the patient's care cleared the air in the line alarm by backpriming. When the attending rn returned to the patient's bedside, nurse discovered that the pump was infusing at a rate of 125ml/hr. The nurse estimated that she was away from the patient's bedside for approximately 10 minutes. The nurse immediately stopped the dopamine and replaced the pump. The patient's systolic blood pressure was reported as fluctuating between 170 to 200mmhg. Approximately ten minutes later the systolic blood pressure was reported as 105mmhg and stabilized. The patient's doctor was reported as 105mmhg and stabilized. The patient's doctor was notified and no medical interventions were required. Though requested, no further information was available.